Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the button contacts and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was peeling from the base. All of the keypad buttons were responsive, but contamination was found on all of the button contacts. Additionally, the display screen was dim and discolored. (B)(6).